Event description:
It was reported that there were concerns for drop in battery longevity on this pacemaker device. The battery longevity dropped from 4.5yrs to remaining at 3yrs in about 6 months. Technical services (ts) reviewed and stated that the power consumption appeared to demonstrate a very slow increase over the past year. Ts recommended to either have the device replaced or to continue monitoring. This device currently remains in service. No adverse patient effects were reported.